Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr replaced the front panel. User verification tests and calibrations were performed on the device. The device passed all tests and performed as per manufacturing specifications.

Event description:
The customer reported that vela ventilator's touch screen was blank. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was able to be confirmed and duplicated. The backlight inverter is failing. There was no anomalies found with visual inspection. The front panel assay will be scrapped. This issue will be internally investigated within vyaire.